Manufacturer narrative:
(B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tubes found broken after centrifugation with the incident lot # 5236007 was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® ssttm ii advance tube 8.5 16x100 silica (clot activator)/gel broke after centrifugation. No serious injury, no medical interventions. No mucous membrane exposure reported.